Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. A revision procedure was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Dried blood and possible tissue was noted in the helix and helix housing. Laboratory testing was performed and the device passed all mechanical and electrical tests aside from extension of the helix, noted to likely be due to the dried blood in the mechanism. Analysis did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.